Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. There were no pictures or log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the unit was powered on and went through the bootup sequence as intended. The mpu was connected to a mock loop and ran for an extended period of time without issue. The cable was manipulated, and no alarms were active. The mpu was opened, and the internal cabling and components were visually inspected and found to be in good condition. The unit then functionally tested and passed all tests. The unit was returned to the rental pool. A root cause for the reported event cannot be conclusive determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. There were no pictures or log files submitted for review. The mpu was not returned for analysis. The provided information stated that a yellow wrench on the unit was reported. The unit was consequently exchanged. Additional information provided stated that there were no patient consequences as a result of the event, the mpu has a v-lock connector, the ac power cord did not come loose, and there were no power outages. The unit would not be returned. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook and heartmate 3 IFU section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the heartline with concerns regarding the mobile power unit (mpu). A yellow wrench alarm was noted at the time of the event and the mpu was exchanged. The mpu did have a v-lock connector on the ac power cord; however, there were no environmental circumstances that would have affected ac power at the time of the event and the ac power cord did not become loose at either the wall outlet or the back of the mpu.